Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast though not verified, legal representative stated this patient experienced pelvic/vaginal pain, stress and urge incontinence, urodynamic study records show detrusor instability and diminished bladder size. Excision of supris sling was performed, additionally , hydrodistention, cystoscopy and periurethral bulking for recurrent sui, dysuria and diminished bladder capacity- general anesthesia. Cystoscopy with hydrodistention and periurethral bulking under general anesthesia for urinary incontinence and intrinsic sphincter deficiency. Vaginal bleeding, loss of urine, claimant feels what she thinks is a suture inside her vagina. On exam small area of eroded mesh visualized. Subsequently, the vaginal mesh excision of a portion of mesh under general anesthesia,